Event description:
It was reported that the patient's right ventricular lead exhibited high, out of range pacing impedance and high capture threshold. It was alleged that the lead sustained a fracture. No intervention was performed. The patient was stable.

Event description:
New information received notes that the patient's right ventricular lead was explanted and replaced. The patient was stable.